Manufacturer narrative:
There is more information on the device evaluation. Additional information has also been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h4, and h10. The device was inspected before use. And was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that the design of the operational amplifier circuit on the dr board did not meet the specifications, and the design was changed (the inside of the mask may be blacked out with the 180 scope). Countermeasure products have been shipped after (B)(6) 2018 (pal specifications) and after (B)(6) 2018 (ntsc specifications). The device is a product before countermeasures due to a change in the operational amplifier circuit design of the dr board, and it is presumed that it was caused by the failure of the operational amplifier. The video connector was likely damaged due to excessive force applied to the video connector due to handling not as described in the instruction manual. The connection possibly became unstable and the color bar was displayed. The instructions for use includes the following statements: 6.3 connection of an endoscope has the following description. Do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection. Push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. The cv-190 instruction manual 9.1 troubleshooting has the following description. Never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage.

Manufacturer narrative:
Additional information is not yet available for this event. Upon inspection and testing with test 180 series scopes, the device yielded no image in the mask. This is attributed to defect in the dr board. Both patient set boards need replacement. The device has bad scope socket and a bad receptacle board not holding the scope connector properly. The power switch is updated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event during preparation for use for an unknown procedure, the device yielded green and red stripes or black screen instead of an image on the monitor. The color bars were also seen when the paddle end of the cable was moved. The patient demographics were visible on the screen. The cables were secure, the lamp mode was manual, and the brightness set to max with the same result. There was also an e302 internal buffer full error. There is no patient involvement and no harm reported to any patient. The image was only visible with 190 series scopes.